Event description:
The manufacturer received information alleging the device failed the active exhalation control module test step during testing. There was no harm or injury reported. Three-way solenoid valve and proportional valve need to be replaced to address the issue. Manufacturer field service engineer (fse) onsite service arranged.